Event description:
The customer's wife reported via phone call that the customer's insulin pump may have been exposed to an x-ray machine. The customer stated that since then many alarms had been going off on the insulin pump. The customer experienced high blood glucose as well. The customer's blood glucose was 279 mg/dl. The customer stated that he had just been in the hospital but that this issue did not cause a serious injury or hospitalization. The customer expressed no symptoms related to his high blood glucose. The customer treated his high blood glucose with insulin pump therapy. While troubleshooting, the customer stated the drive support cap appeared normal. However, the insulin pump could not alarm no delivery during the high pressure test and therefore failed the test. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.